Manufacturer narrative:
(B)(4). Eval : method (other): lens work order search. Results (other): a lens work order search was performed and no similar complaints were found within the same work order. (B)(4).

Event description:
The reporter stated they attempted to use a 24.5 diopter cc4204a collamer aspheric single plate lens. The lens was loaded into the cartridge by the tech. Noticed there was a piece of hard melted plastic in the funnel of the cartridge. The lens was pushed forward and lens tore as soon as it rode over the hard plastic. There was no pt contact. Reporter stated the cartridge was defective. No cartridge lot number was provided.